Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support and was advised to continue using the pump, with instructions to contact support again if the malfunction code reappeared.